Manufacturer narrative:
Depuy is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy or its employees that the report constitutes an admission that the device, depuy , or its employees caused or contributed to the potential event described in this report. Additional information was received regarding this event. The reporter stated that the devices were not related to the graft failures and stated the grafts were allografts.

Manufacturer narrative:
This report is for an unknown bio-intrafix. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: unknown rigidfix cross pin. (B)(4) used to capture additional medical/surgical intervention required, treatment failure and cartilage injury. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
This report is being filed after the review of the following journal article: m. Tyrrell burrus et al ,2015, "increased failure rates after anterior cruciate ligament reconstruction with soft-tissue autograft-allograft hybrid grafts" arthroscopy: the journal of arthroscopic and related surgery, vol 31, no 12, page no- 2342-2351, USA. The study emphasizes on comparison of the rate of failure between a group of patients who underwent anterior cruciate ligament (acl) reconstruction with an autograft-allograft hybrid soft-tissue graft and a matched group of patients who underwent acl reconstruction with hamstring autograft. The patients evaluated on course of this study: from 2007 to 2012, 29 patients underwent hybrid acl reconstruction. Patients who underwent acl reconstruction with hamstring autograft comprised the control group and were matched to patients in the hybrid group by sex, age, date of surgery, reconstruction technique, and method of femoral fixation. Both groups included 10 men and 19 women. Lysholm knee scoring scale and international knee documentation committee scores were obtained. The inclusion criteria were: hamstring (either semitendinosus or gracilis) autograft combined with semitendinosus, or tibialis anterior allograft, any type of femoral fixation, any type of tibial fixation. The article describes the following procedure: anterior cruciate ligament (acl) reconstruction with an autograft-allograft hybrid soft-tissue graft, acl reconstruction with hamstring autograft. The mean postoperative follow-up period was 44.4+/- 16.9 months in the hybrid group and 48.0 +/- 15.2 months in the control group. Follow-up was obtained in 25 of 29 patients in the hybrid group, and each was matched to 1 patient who received hamstring autograft. Graft failure which was defined as revision acl reconstruction or complete graft rupture on magnetic resonance imaging. The devices involved were: for the hybrid graft reconstructions, aperture femoral fixation was performed with the rigidfix device, suspensory femoral fixation as used in 51.7% (30 of 58). All tibial fixations were performed with an interference screw and sheath construct. All hybrid group patients received allograft tissue sterilized by the allowash xg process, which includes low-dose (1.2 to 1.9 mrad) irradiation. For the hybrid grafts, the allograft portion was sewn to the autograft portion using no. 2-0 vicryl. Complications mentioned in the article were: failed, compromised acl reconstructions, post-reconstruction meniscectomies were reported in 19 patients. 14 additional surgeries due to undefined reasons were performed however no mitek device was found involved in these additional surgeries. The conclusion from the review of this article is that mitek devices mentioned could be associated with failed, compromised acl reconstructions, post-reconstruction meniscectomies. A copy of this literature article is attached to this medwatch report.